Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels and was vomiting. The patient was taken to the hospital. At the hospital the patient received a blood glucose result of hi mmol/l and was diagnosed with diabetic ketoacidosis. The hospital treated the patient with multiple insulin injections and also provided re-hydration. The hospital retested the patient's blood glucose and received a result of 22 mmol/l. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. The infusion device was requested to be returned for product evaluation.